Manufacturer narrative:
No consequences or impact to patient. Other (guide catheter/pull wire bend). Resistance, physical. Visual examination of the returned device revealed that part of the pull wire and the proximal end of the guide catheter were sticking out of the rx ramp window. The pull wire was bent in multiple places. The pull wire cannula had dug into the outer coating of the guidewire. A functional evaluation revealed that the pull wire cannula could be manipulated and removed from the guide catheter. The pull wire could be actuated with the proximal hub, but the guide catheter would not move due to the damage to the pull wire. The cause of the reported malfunction is likely attributable to operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.

Event description:
It was reported to boston scientific corporation in 2008 that a rapid exchange biliary stent system device was used during an endoscopic retrograde cholangiopancreatography procedure with stent placement performed two days prior (patient gender, age and weight are unknown). According to the complainant, when the device was inserted over a guidewire to place into the other side of common hepatic duct, they felt severe resistance. When they continued to insert the stent , they noticed that the push catheter and the metal wire were exited from the guidewire port. When they attempted to remove the whole system without the guidewire, the whole system was found to be stuck together with the guidewire. They had to remove the whole system as one unit. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".